Manufacturer narrative:
(B)(4). The analysis found that one ecr60g cartridge was received for analysis. Upon evaluation, the right side was noted fully fired, the left outer row was fully fired and the left two inner rows were partially fired 1/5. In addition the returned reload was disassembled to verify the condition of the internal components and the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the device was loaded with an ecr60g . The surgeon fired the 2nd firing across the stomach to create the sleeve. When the surgeon observed the staple line one side it had stapled and the other side the legs of staples were straight on the patients side. There was bleeding but no measureable cc's were noted, no blood products were given. They used synovis buttressing. The device was easily removed and they used another like device to complete the procedure which controlled the bleeding. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.